Manufacturer narrative:
No product was returned; however, images of the device were provided for analysis. Visual tests were performed, but the reported issue could not be duplicated. The cause of the issue couldn't be confirmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it appeared to become stripped and then came apart. This was challenging when patients were on multiple drips. There was no reported patient harm.